Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1 and h2. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the inferior vena cava (ivc). The patient reported becoming aware of perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilting of the filter, deep vein thrombosis in legs and pulmonary embolism, approximately six years post implant. The patient also reports experiencing pain and anxiety and that the filter has posed a potential hindrance to a kidney transplant. According to the medical records, the patient was unaware that an ivc filter had been implanted, until undergoing a computed tomography (CT) scan of the pelvis. The patient indicated that they had a pulmonary embolism the year prior but was not aware of any surgery. On or about one-year post implant a CT scan of the abdomen was performed for the indication of abdominal pain. The admission clinical data on the requisition form was noted as encephalopathy and pericardial effusion. The findings noted redemonstrations of moderate left and small right pleural effusions with adjacent compressive atelectasis, both effusions appear increased in size. A small to moderate sized pericardial effusion, large volume ascites is demonstrated throughout the peritoneal and retroperitoneal cavities. The abdominal/pelvic vasculature appears patient, an ivc filter is seen positioned inferior to the renal veins. The remainder of the report was not provided. A portion of medical records, from approximately four years post implant, indicated that an ivc filter was incidentally found on a pelvic CT, the patient was unaware that it was placed and for what reason. The record noted acute kidney injury likely secondary to lupus nephritis versus microangiopathic hemolytic anemia, chest pain (resolved), likely related to lupus flare, bilateral thigh and buttocks pain (resolved)- patient to be evaluated for steroid myositis, tongue ulcers/tooth pain. A CT scan done approximately six years post implant indicate that the filter is not tilted. Five of six filter prongs extend outside of the vena cava up to 4 mm. One strut is 2mm outside the wall of the ivc. The strut is in contact with but not within the wall of the abdominal aorta. Another strut is 3-4 mm outside the cava and appears within an inferior slip of the right diaphragmatic crura. Another strut is 2 mm outside the ivc and retroperitoneal fat. Another strut is 2- 3 mm outside of the cava and in close contact with and may be with in the wall of the third portion of the duodenum. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting and/or occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Ivc filters are not indicated for use in the prevention of dvt. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the IFU. The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information provided the perforation of surrounding tissues and organs could not be confirmed, further clarified nor a cause determined. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Due to the nature of the complaint the reported pain could not be further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the inferior vena cava. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the inferior vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Section b5: information was received that states the patient does not know when the filter was implanted. The filter was found incidentally during a pelvis scan that was performed due to an injury. No injuries were noted at that time. Two years later, the filter was identified as a trapease filter and the reported injuries were noted. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilting of the filter, deep vein thrombosis in legs and pulmonary embolism.. The patient became aware of the reported events six years after the index procedure. The patient continues to experience pain, suffering and anxiety. The results of computed tomography (CT) scans done approximately six years after the index procedure indicate that the filter is not tilted. Five of six filter prongs extend outside of the vena cava up to 4 mm. One strut is 2mm outside the wall of the inferior vena cava (ivc). The strut is in contact with but not within the wall of the abdominal aorta. Another strut is 3-4 mm outside the cava and appears within an inferior slip of the right diaphragmatic crura. Another strut is 2 mm outside the ivc and retroperitoneal fat. Another strut is 2- 3 mm outside of the cava and in close contact with and may be with in the wall of the third portion of the duodenum. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. Approximately six years after the filter implantation, the patient reported that the filter had tilted; though a computerized tomography (CT) scan that it had not. The study also indicated that five of the six filter struts extended outside the inferior vena cava (ivc) by up to 4mm. One of the struts extended beyond the wall of the ivc and was in contact with the abdominal aorta. A second strut appeared to be within the inferior slip of the right diaphragmatic crura. A third strut was within the retroperitoneal fat and a fourth strut was in close contact with (and possibly within) the wall of the duodenum. In addition, the patient developed deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient further reported having experienced pain, suffering, mental anguish and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. These events do not represent a malfunction of the device. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. It is unknown if the tilt contributed to the reported ivc and organ perforations. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.